Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user and experienced difficulty managing blood glucose (bg) levels. Reportedly, the customer transferred the pump settings from a previously used pump from a non-tandem manufacturer. During a follow-up email from the clinical diabetes specialist, it was verified that the settings had been programmed incorrectly by the customer. Reportedly, the clinical diabetes educated successfully adjusted the pump settings.